Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was unknown. Troubleshooting was performed for prime rewind. The customer also reported that they were stuck in rewind complete process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test.